Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 2.50x24mm taxus express2 drug eluting stent (des) was advanced to the unspecified target lesion. The des was unable to cross the lesion and it was noted that the proximal edge of the stent was lifted up. The des was successfully removed from the pt and the procedure was completed with another of the same device. No pt complications were reported with the patient's current condition listed as "good".